Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 october 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation. There was severe calcification present in the aortic annulus, which was around the leaflets and the left ventricular outflow tract (lvot). The native annular valve had the following dimensions: perimeter 76.4 mm, area: 447.6 mm^2, lvot: 23.1 mm. A pre-implant balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. There were no difficulties with deploying the valve. The valve was deployed at 0-1mm at the non-coronary cusp (ncc) and 3-4mm at the left coronary cusp (lcc). Right after final deployment, the valve moved 8mm up into the ascending aorta. A severe perivalvular leak was noted. On (B)(6). 2023, a 26mm non-abbott valve was implanted via valve-in-valve procedure. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation. There was severe calcification present in the aortic annulus, which was around the leaflets and the left ventricular outflow tract (lvot). The native annular valve had the following dimensions: perimeter 76.4 mm, area: 447.6 mm^2, lvot: 23.1 mm. A pre-implant balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. There were no difficulties with deploying the valve. The valve was deployed at 0-1mm at the non-coronary cusp (ncc) and 3-4mm at the left coronary cusp (lcc). Right after final deployment, the valve moved 8mm up into the ascending aorta. A severe perivalvular leak was noted. On (B)(6) 2023, a 26mm non-abbott valve was implanted via valve-in-valve procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of paravalvular leak (pvl) and device migration was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that the valve was correctly sized based on provided dimensions, there was sufficient calcium to allow sealing, left ventricular outflow tract (lvot) calcification affected expansion, there were no deployment difficulties noted, and the implant depth was 0-1mm from the non-coronary cusp (shallower than the recommended 3mm). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The provided fluoroscopy videos were reviewed by an abbott senior staff r&d engineer. The reviewer stated, "fluoro videos were provided of the pre-dilation, valve deployment, and migration. No unusual techniques or findings were evident in the videos. The most likely cause of the migration is the very high depth (0-1 mm) on the ncc side, as implanting higher than the IFU target depth of 3 mm is a risk factor for valve migration. Based on all available information, the reported migration appears to be related to procedural conditions (implant depth), and the reported pvl appears to be related to a combination of procedural conditions (pvl observed after migration) and patient condition (calcification affecting expansion). There is no indication of a product quality issue with regards to manufacture, design, or labeling.